Manufacturer narrative:
Initial and final MDR (B)(4) - device 5 of 5.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced five infusion sets cannula kinked events within the last week and half for all events. All the events occurred within 3 hours of insertion and the insertion site was at abdomen. The blood glucose level at the time of all the events was high (specific value unknown). The patient resolved all the events with correction bolus via pump and correction injection via multiple daily injection followed by replacing infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.